Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger would not find the device and turned red and stated beeping. This has been happening for a few days. Reset the recharger. Observed a recharger service code (B)(4). The following troubleshooting steps were performed: dismissed code, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, confirmed communicator is off while using the recharger. Caller was able to get an excellent connection with the patient in a position where they were on all fours with the torso/head down. The caller had to manually hold the recharger, applying pressure. Ins was at 30% and went to 40% while on the call. Additional troubleshooting information: the troubleshooting steps that were taken on the call resolved the issue, but recommended that the caller followup with the hcp due to the difficulty recharging and the caller could not feel all 4 corners of the device. The patient's relevant medical history included the caller noted that the patient is autistic and obese, weighing 170-180 and is 4" 10" (it was previously documented that the patient weighted 410lbs). The patient indicated that when pressure is placed on the outside of the ins, they feel a shocking sensation from the ins itself occasionally.

Event description:
Additional information was received from the patient representative. Caller called in because they were having a very hard time charging the ins. Caller said they always had trouble. Caller said the patient was very overweight. Caller said the patient was 4 feet 10 in and 190 pounds. Caller said it was always a real challenge to charge the ins. Patient services asked caller to palpate the skin to see if they could feel the ins. Caller said the only thing they could feel was a small thing to the left of the large incision. Caller said they usually put the recharger on the skin. Patient services heard the patient tell the caller that it burned when on the skin. Caller put the recharger over the small thing to the left of the large incision and ins didn't start charging. Patient services advised caller to place the recharger below the incision and the ins started charging and was at 70%. Caller said they didn't remember the ins being that far over. Caller said it seemed like the ins was in a different place. Caller was able to start and maintain a charging session. Caller also mentioned the patient has been complaining of abdomen discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.